Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device check it was noted that the lead safety switch was triggered when it comes to this right ventricular (rv) lead due to pace impedance measurements changes. The polarity of the device was reset to bipolar which showed normal pace impedance measurements. No further changes were made. The device was replaced due to normal depletion and the lead remains implanted. No additional adverse patient effects were reported.